Event description:
The pt received an scs system including an ipg and two percutaneous leads (from the same lot) on (B)(6) 2010. It was reported that the pt was not able to turn on the stimulation with the magnet. A stronger magnet was sent to the pt but he could not resolve the issue either. The sjm representative recommended the pt to follow up with his rep to resolve the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.